Event description:
Multifunction cardio-respiratory monitor with oxygen saturation capability of being used on a pt in intensive care unit. Audible alarm for low saturation automatically shut off at central monitoring station and bedside monitor even though pt was still in alarm condition parameters (oxygen saturations continued to drop as low as 33% without audible). Pt returned to normal saturations.